Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated that insulin squirts out during manual prime. Customer also stated that the drive support cap appears to be damaged and is sticking out of the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked endcap, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube li and missing end cap sticker. The insulin pump was unable to perform prime test due to cracked end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.